Manufacturer narrative:
Results: the actual needle was returned for evaluation. The needle visually inspected. Visual inspection of the needle revealed no signs of manufacturing or material defects. Needle holder marks are seen on the end of the needle barrel. The user needleholder marks were found to have compressed / flattened the needle barrel leading to breaks in the needle. This caused the suture to be clipped from the needle. The needle has suture remnant in barrel. Conclusion: user error caused the event. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point.

Event description:
Customer reported that the needle broke while suturing into the skin though the wing of the pic catheter. The patient was returned to surgery for removal of the retained needle.